Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone any essure confirmation test". In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding/ abnormal bleeding (menorrhagia)"), migraine ("migraines"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2009, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain/ dysmenorrhea (cramping)"), tooth disorder ("dental problems") and tremor ("tremors"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced depression ("depressed"), abdominal pain ("abdominal pain") and anxiety ("anxious"). The patient was treated with surgery (essure removal scheduled date: (B)(6) 2018). At the time of the report, the pelvic pain, depression, dysmenorrhoea, menorrhagia, abdominal pain, migraine, fatigue, anxiety, hormone level abnormal, vaginal haemorrhage, tooth disorder, tremor, dyspareunia, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, tooth disorder, tremor and vaginal haemorrhage to be related to essure (ess205). The reporter commented: essure placed with 3 trailing coils on both sides. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: headache, dysmenorrhea, menorrhagia, migraines, fatigue, depression. Most recent follow-up information incorporated above includes: on 18-jan-2019: pfs and medical record received. Reporter's information was added. Events added: hormonal changes, abnormal bleeding (vaginal), dental problems, tremors, dyspareunia (painful sexual intercourse), hair loss, headaches, plaintiff did not undergone any essure confirmation test. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.